Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. A delivery wire, main coil and introducer sheath were returned for this complaint. Coil and delivery wire were interlocked within the introducer sheath. The twist lock of the introducer sheath was found opened. The delivery wire was inspected, and the interlocking arm was bent. The coil was inspected and was found stretched and kinked. Functional inspection was performed. The delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, due the stretched condition. It was pulled out backwards in order to release the main coil. Microscopic inspection was performed on delivery wire. The zap tip had a smooth surface. The interlocking arm was inspected, and it was found bent. Microscopic inspection on main coil was performed and confirmed the smooth surface on the zap tip. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of the delivery wire that could be measured were performed and were within specifications. Dimensional inspection of the main coil that could be measured were performed and observed that the no. Of distal fiber bundles, outer diameter (od) of the zap tip and primary coil were within specifications. However, the number of proximal fiber bundles did not meet specification, as some were missing.

Event description:
Reportable based on device analysis completed on 24jun2021. It was reported that delivery wire was defective. An 8mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the delivery wire was defective which caused the correct release of spring in the vase impossible. No patient complications were reported. However, device analysis revealed that the fiber bundles were incomplete.